Event description:
Potential for injury associated with the left motor dragging and pulling to the left on an m41rsolidr power chair. This event could lead to the device having erratic movement and injury could occur.